Event description:
During a revision surgery reported separately, an extraction hook broke when using it to extract the stem. This result in a 20-minute surgical delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.